Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2017 with blood glucose of over 500 mg/dl at the time of the incident. The customer was given intravenous fluids to treat the high. The customer also had a 28 mg/dl reading the previous week before the call. The customer used orange juice to treat the low. The customer was wearing the insulin pump during the high blood glucose incident. Troubleshooting was not completed as the customer declined. Customer reported that they lost their battery cap when they were hospitalized for the high. The customer also reported a bent cannula on their infusion set, but does not have any details. The insulin pump will not be returned for analysis.